Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735881, serial/lot #:unk, product ID: 9735881, serial/lot #:unk, product ID: 9735784, serial/lot #:(B)(6), product ID: 9735784, serial/lot #:(B)(6) . H3) a manufacturer representative performed more troubleshooting with the new fuses. Both fuses were replaced. The system was plugged into a surge protector and when trying to turn on the system, a pop sounds was heard indicating that fuses had blown. When checking the voltmeter, the fuses were indeed blown. The system was unplugged and all the connections were removed from the uninterruptible power supply (ups) except for the ac input, computer, monitor and power switch. The fuses were replaced and an attempt was made to power on the system. It would not power on, however, there was no "pop" heard. When looking at the back of the ups, it was noted that there was no ac power light on. With the voltmeter, the power cable was checked which seemed to be carrying a current. An attempt was made to replace the old ups with the minimal connections and it was still not getting an ac power light. The fuses were checked again and they appeared to be blown as well. A medtronic representative went to the site to test the equipment. While on-site, the uninterruptible power supply (ups), ac input cable, fuses, and external power cable were replaced. With the voltmeter, it was confirmed there was a current running through each prong of the ac input cable to the prongs of the external power cable. Only the monitor, computer, power switch, and ac input were plugged into the ups. When the system was plugged into the surge protector, there was a green ac light and it was possible to power on the system. The system was shut down and unplugged. The rest of the ups connections were plugged in one at a time and it was checked to make sure nothing was shorting by plugging in the power cable and ensuring that there was a green ac light. After everything was plugged in, it was able to power the system. The system then passed the system checkout and was found to be fully functional. Two sets of fuses were returned to the manufacturer for analysis. Analysis found that all of the returned fuses were blown. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Two input ac cables were returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The cables passed continuity testing but the fuses were blown. Analysis found that the reported event was related to an electrical issue. A power cable (product ID: 9735943, lot number: lc 18b19a) was returned for analysis and no failure was found. The ups has been received. However, analysis has not been completed at the time of filing. H6) 10, 120, and 4307 are associated with the system checkout, fuses, and input ac cables. 10, 213, and 67 are associated with the power cable. 4114, 3233, and 11 are associated with the ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated with the returned ups. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received additional information that after a manufacturer representative replaced the uninterruptible power supply (ups), the system would not power on and there were no lights on the ups. The representative reinstalled the old ups and the system still would not power on with no lights. Multiple outlets were tried with no resolution. It was suspected that power was not getting to the ups at all. Both old fuses were tested with a multi-meter and are blown. The fuses and cable were replaced and the issue did not resolve. It was noted that the fuses popped after replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system kept shutting down on its own. The site was able to get it back up for the case and was able to complete the procedure using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.